Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump was over 6 years old. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. The pump was in good condition. No apparent contamination. Motor rate error was found in the event history log. Motor rate error was found at occlusion test. The root cause of the reported issue was found to be u29 sensor on main board does not operate as intended. The technician replaced u29 sensor on main board.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.